Manufacturer narrative:
(B)(4). The customer reported a paddle set failure [shock pedal]. There was no reported pt involvement. The failed 5 year old paddle set was scrapped and the customer ordered a replacement. Based on the customers report we will consider this a paddle set failure.

Event description:
The customer reported a paddle set failure [shock pedal]. There was no reported pt involvement.